Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had loading the cartridge due to cartridge damage. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer will continue to use pump.